Event description:
After incoming inspection and installation of 15 new hypro/hyperthermia machines, two wheels snapped off and became dislodged from two separate warmers causing them to crash to the floor. There were no reported injuries from the staff trying to "catch" the devices as they were tipping over. The new units were in service for less than one day. The casters are 4" thermoplastic dual wheel type. During initial inspection of the heater/cooler unit biomedical also reported an out of box failure of the same wheel assembly bringing the total failed parts to three.